Manufacturer narrative:
Result: circuit breaker. Conclusion: reset circuit breaker.

Event description:
It was reported by service report that the auxiliary outlet is not working. No pt involvement or adverse consequences are reported.